Event description:
It has been reported to philips that the allura system could not x-ray. The system was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no x-ray. Review of the system log file showed generator have 00x6,03pe,03hj error code. Fse found large focus measured at 1.80 mh, and a grid switch error. Fse replaced the tube and make the relevant correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.